Event description:
An accustick ii kit was being used for a nephrostomy drain placement. During the procedure, the floppy tip came off inside of the pt's kidney. Several attempts to retrieve the fragment were unsuccessful and presently, there are no further plans to remove the tip.